Event description:
Additional information was received. Explant date of ins confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the ins, model# 977006 serial# (B)(6), was returned for product analysis. Analysis of the ins revealed no significant anomaly. The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins output and telemetry were acceptable; however, the battery was near normal battery depletion. H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for unknown indications of use. It was reported that the ins demonstrated the eri (elective replacement indicator) a few months after implantation. Although there was no performance problem, the patient complained about the early end of the ins battery. There was no external factor that could have caused the reported complaint, telemetry of the device was carried out and no performance problems were identified. The issue has not resolved. Additional information was received. It is unknown if the healthcare provider (hcp) conducted a longevity calculation. However, the hcp was not aware of such a short battery life of the ins, from their experience with the parameters that were set for programming, the hcp imagined that it would last at least 1.5 years. If they had known that the time would be so short, they would have put in the rechargeable ins.